Event description:
It was reported that continuous glucose monitor displayed error message 42 during sensor use. There was no reported adverse impact to the customer. Customer contacted technical support, received instructions to reset pump, followed step-by-step guidance to complete pump reset, confirmed error did not appear again, and successfully started new sensor session, with no additional information reported regarding further issues.